Event description:
Customer reported erroneous high access myoglobin and accu tni (troponin I) test results were obtained for one pt when using the unicel dxi 800 access immunoassay system. Erroneous high test results for myoglobin were above the normal reference range. Test results were reported out of the lab. The initial test results for myoglobin were questioned by the physician. Another sample was drawn. Repeat analysis was performed with both samples. The test results were within the normal range. The initial erroneous result was reported out of the lab. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management. This is event 1 of 2 reported by this customer. The erroneous troponin results were obtained on a different work shift (day shift on (B)(6) 2009) and are filed on another MDR.

Manufacturer narrative:
Quality control was run daily and recovered within the customer's acceptable range prior to this event. A system check run on (B)(4) 2009 and passed all parameters. There were no result flags or event log message associated with this event. On (B)(6) 2009, the field service engineer verified all reagent pipettor z alignments. Ran special clean. Ran high sensitivity system check which met requirements. Verified analyzer performance per established procedures. Results meet published performance specifications. No hardware issues were identified. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This is event 1 of 2 reported by this customer. The related MDR is 2122870-2011-04871.